Event description:
Customer reportedly received result of 250 mg/dl on the advantage system and result of 60 mg/dl on a professional device within 10 minutes. No actions taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent.